Event description:
It was reported that patient had pain and reddening of lateral thigh. X-ray revealed loose femoral stem.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.